Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included glaucoma. Previously administered products included for birth control: ortho-novum. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (unilateral), oophorectomy (unilatera)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received: new events abnormal bleeding (vaginal), lower abdominal pain were added. New reporter, height, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included glaucoma. Previously administered products included for birth control: ortho-novum. In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2005, the patient had essure (ess205) inserted. The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (unilateral), oophorectomy (unilatera)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Previously reported essure insertion date : (B)(6) 2003 right-6, left-4 trailing coils. Lot number: 508290 manufacturing date: 2005-05 expiration date: 2007-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (unilateral), oophorectomy (unilatera)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and menorrhagia had resolved. The reporter considered dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event of injury was replaced with menorrhagia (heavy menstrual bleeding). New events added -dysmenorrhea (cramping) and essure confirmation test was not performed. Reporter information and patient demography was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (ess205) (batch no. 508290), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "device monitoring procedure not performed". The patient's medical history included: glaucoma. Previously administered products included: for birth control: ortho-novum. In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2005, the patient had essure (ess205) inserted. The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (unilateral), oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. And the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Previously reported essure insertion date: (B)(6) 2003. Right: 6, left: 4 trailing coils. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.